Event description:
It was reported that the iab was inserted prior to surgery. Soon after iab insertion, the pump began to experience helium leak alarms. Since a balloon leak was suspected, the iab was removed and replaced. There were no pt complications.